Manufacturer narrative:
(B)(4). Eval summary : the guide wire was returned with no blood or contrast visible which is consistent with the wire not being used in to the pt as reported. Analysis confirmed the reported tip damage as the entire length of the tip coils were stretched and there were several offset intermediate coils at the center solder for a length of 2.5cm. Additionally, analysis also noted the shaping ribbon was separated from the tip ball 3cm distal to the center solder. The shaping ribbon was still intact with the center solder and the core. Tip damage (stretched/offset coils) prior to use can occur due to, but is not limited to, mfg, damage due to shipping/storage conditions, removal technique from the dispenser, and/or product handling during preparation for use. Instructions for use (IFU) states: "remove the guide wire from the dispenser by pushing the exposed section of the guide wire into the dispenser until the guide wire tip and a portion of the core exit the end of the hoop. Then grasp the core of the wire to remove it totally from the dispenser. Avoid damaging the fragile guide wire tip. Do not grasp the tip of the guide wire while removing it from the dispenser." In this case, it is possible that the stretched coils are a result of the shaping ribbon detachment. A guide wire tip separation from the shaping ribbon may happen due to, but is not limited to, when the shaping ribbon is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach or from improper / insufficient attachment of the shaping ribbon to the tip during mfg. The sem (scanning electron microscope) analysis of the guide wire was performed and in the analysis, the shaping ribbon exhibited detachment from the tip joint. The tip joint exhibited a hole adjacent the coils where the shaping ribbon was attached during the time of manufacture. The hole exhibited longitudinal marks possibly impressions from the shaping ribbon and the shaping ribbon exhibited deposits of solder at the detached tip. In addition, the tip joint appears to be intact and does not show visible signs of corrosion indicating that the shaping ribbon was pulled out from the tip joint and may have been due to an anomaly in mfg process. Product performance engineering will monitor the incident circumstances.

Event description:
Device issue: separated shaping ribbon. Time of device issue: prior to procedure. Adverse event: none. It was reported that during device preparation, the tip of the guide wire was noted to be damaged. The device was not used. There was no pt involvement. A new guide wire was used for the procedure. There was no additional info provided. During return device analysis, a separated shaping ribbon was observed.